Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired there was no power to the wireless base station and that wi-fi led(light emitting diode) indicator of the wireless footswitch was off and the color of the battery indicator of the wireless footswitch was green. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the field safety corrective action 2021-igt-bst-020 /medical device correction z-0476-2022 but it is related to failure of wireless base station(wbs) as the wbs was not responding and led indicators of base station not functioning as it should have. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that wireless footswitch was not connecting with base station. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.